Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please MFR report number 2032227-2010-80646 for the insulin pump and 2032227-2010-80661 for the glucose sensor.

Event description:
The customer's wife reported that the customer passed away due to low blood glucose levels and a seizure. The customer's wife agreed to return the reservoir for analysis. Nothing further was reported.